Event description:
Customer received result of 59 mg/dl on the mobile system and a result of 415 mg/dl on the performa nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in france. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278222, expiration date 08/31/2014). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the performa nano system. Device received in a condition which made analysis impossible. Unable to test because an too few strips returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278222, expiration date 08/31/2014). (B)(4).